Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted in the patient's aortic position. In (B)(6) 2017, an echocardiogram revealed impeded mobility of the non-coronary cusp and aortic regurgitation. On (B)(6) 2018, re-do avr was performed and this valve was explanted. Upon explant, central leakage was confirmed and the ncc was noted to be immobile due to its stiffening and retraction. Discoloration was observed throughout the valve. The left coronary cusp and right coronary cusp also appeared stiffened and retracted with spreading inflammation. A 25mm carpentier-edwards perimount magna ease aortic heart valve was implanted as the replacement valve. The patient postoperative course is uneventful. Reportedly, a sewing cuff was damaged/fractured during valve explant.

Manufacturer narrative:
The 23mm trifecta valve was returned due to impeded mobility of the leaflet and aortic regurgitation. The results of the investigation concluded that all three leaflets contained fibrous pannus ingrowth, on both the inflow and outflow surfaces, with immobilization of leaflet 3. Retractions of the leaflets 2 and 3 were also observed consistent with incomplete coaptation. Fibrous thickening was observed on all 3 leaflets. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence found to suggest that the cause of the pannus, retractions and fibrous thickening was due to an intrinsic defect in the valve, as supported by the review of the device history record. A cause for the reported event remains unknown.